Event description:
It was reported that while the lead was being implanted on the left side of the pt, she asked the physician to stop because of pain. The lead was then implanted on the right side instead. She also reported that her stimulation was too low and was "pricking" her. She was not sure what program she is supposed to be on. Info from the company rep indicated that the pt was referred back to her urologist to discuss options and to manage things from there. She had been reprogrammed several times. Subsequently, the pt experienced a loss of effect and a pricking sensation follow an episode a couple of weeks ago when she reached for a pillow and felt the lead "pull". She strained to urinate a week ago and sought medical attention as a result. She also had a bladder infection that started last friday and received antibiotics. She also felt a "poking" and stimulation in her vagina and buttocks ("sticking" sensation). She had tried programmed groups 2 thru 4 with no symptom relief. She was re-directed to her healthcare professional. Further info was requested.

Manufacturer narrative:
(B)(4)